Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. The product data was provided by the patient. The data was reviewed on 07/23/2016. The reported event of transmitter failed error on (B)(6) 2016 cannot be confirmed. A root cause for the reported transmitter failed error cannot be determined.

Manufacturer narrative:
(B)(4) age at time of event, date of birth - correction, if follow-up, what type?: correction.